Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra 2 meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged product issue began ¿2 months ago¿ in the morning. The patient stated that she does not use medications to manage her diabetes, and ¿since about 2 months ago¿ she has taken less food/drink in response to the alleged meter issue. The patient claimed to have developed the symptoms of ¿nauseous¿, ¿shaky¿ and ¿couldn¿t hold her head up¿ on the same day after the meter issue began, but she denied having received any treatment. At the time of troubleshooting, the csr noted that the product wasn¿t being used for the first time, there was no evidence of product misuse and the batteries did not need to be replaced. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the product issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.